Event description:
It was reported that on (B)(6) 2011, there was a pump programming session, 4-5 days after the programming, the pt experienced overdose symptoms and lethargy. As of (B)(6) 2011, the pt was admitted to the hosp. It was noted the pump was complex programmed with only 2 steps start time: 0530 step 1 dose was 3.684 mg, 73.677 mg/hr and the duration was "000300." The step 2 dose was 0.372 mg, 0.158 mg/hr and the duration was "022055." This did not cover 24 hours in a day and the steps were repeating. The pump cannot stop and start. It was later reported that the pump contained dilaudid (the print out read 75 mg/ml), clonidine, fentanyl, and baclofen. The pump was not explanted. The hcp ordered a rate decrease to the pump. The pt was "somewhat lethargic, but alert." Per the reporter, the pt remained hospitalized as of (B)(6) 2011. It was also reported that the cause of the event/issue was noted as not being related to the pump.

Manufacturer narrative:
(B)(4).